Event description:
A sales rep reported that a patient was admitted for carotid intervention. The lesion was calcified. An angioguard device was advanced beyond the lesion, and the 9 x 40mm precise pro rx was safely implanted with good wall apposition. The stent was post-dilated. The physician had difficulty pulling the delivery catheter out through the stent, but was able to remove it. The angioguard device was safely removed. There was no injury to the patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
See scanned page.